Event description:
There was no info provided by the user facility. The following info was provided by an attorney for the pt. Rptr stated that on (B)(6)2010, a bed sensor alarm was in use with a female pt at the facility. The caregiver (nursing student) noticed that the sensor alarm became unplugged. Afterwards, the caregiver plugged the sensor into a telephone jack, instead of the required alarm unit. The pt got up during the night and the alarm did not sound. As a result, the nurses were not able to provide assistance or intervention to prevent her fall. The pt fell and fractured her femur. The pt passed away on (B)(6)2010.

Manufacturer narrative:
(B)(4): produce was requested to be returned for eval and has not been received. (B)(4).